Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillator impedance alerted as being high. The patient recalled that they were at a chiropractor appointment and the chiropractor was using a muscle stimulating device at the time of the lead warning. Values were normal post incident. The lead remains in use. No patient complications have been reported as a result of this event.